Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was an increase in the right ventricular lead pacing thresholds and loss of capture five days post implant. A revision took place and a ventricular perforation was found. The lead was repositioned. The physician felt that possible friction encountered when first implanting the lead could have contributed to the perforation. No additional adverse patient effects were reported.